Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the evaluation.

Event description:
According to user facility, the listed device had been placed for use on a patient when the obturator tip was found to be missing. An emergency bronchoscopy procedure was performed in attempt to find the tip, but it could not be visualized. No adverse effects to patient reported.